Manufacturer narrative:
Additional metal devices noted in this report are: cat # 6260-9-132, lot # 19025302r, description: 32mm std lfit v40 head. Cat # 502-11-52e, lot # 25803901, description: trident hemispherical cluster hole shell. Cat # 2030-6530-1, lot # kljmtd, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6520-1, lot # neamde, description: 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that a toxic metal report will be provided for review. However, no specific patient details would be provided at this time. A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient is complaining of medical issues and lab work has resulted in very high levels of nickel, gadolinium, and lead as well as several other metals.

Manufacturer narrative:
An event regarding abnormal ion levels involving a meridian tmzf hip stem #6/14mm was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿this pi case has no relationship with any procedure-related or device-related aspects of the arthroplasty components in the right hip.¿ a device history review confirmed as all devices accepted into finished goods conform to specification. A complaint history review confirmed no other similar events for the reported lot. A review of the provided medical records by a clinical consultant indicated, ¿nickel may be sourced from the patient¿s left (uninvolved) hip with osteosynthesis material present while gadolinium is often used in MRI studies and lead usually has a household origin. The investigation concluded that the abnormal ion levels reported were not caused by procedure or device related aspects of the arthroplasty components in the right hip.¿

Event description:
It was reported that the patient is complaining of medical issues and lab work has resulted in very high levels of nickel, gadolinium, and lead as well as several other metals.